Manufacturer narrative:
Approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). The returned lighttrail reusable 230um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured approximately 308.5 cm from the top of the connector to the end of the exposed glass tip. The exposed glass tip was degraded down to the jacket. Fibers are consumable and meant to be degraded. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Light from the sma connector was blurry, dim, and non-concentric, indicating a fracture of the fiber in the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the fiber tip was degraded. Additionally, dim and blurry light was observed from the sma connector, likely indicating a fracture of the fiber in the connector. Damage within the connector of the device can result in complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 230um laser fiber was used in a procedure performed on an unknown date. The alleged malfunction of the device was not reported by the complainant. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.